Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported system was not booting up according to specification, and the operating system could not be entered. It was noted this issue was intermittent. This issue was noted outside of a procedure, and there was no patient involvement.